Manufacturer narrative:
(B)(6). The actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and revealed that the minicaps with the sponge (foam) separated from the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the providone-iodine (sponges) ¿came out¿ from ten (10) minicaps. This was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.